Event description:
It was reported the "patient with gj [gastrostomy tube] tube and fed formula via jt [jejunostomy tube] route. While in ed [emergency department] formula found coming out of gt into farrell bag. Imaging showed correct placement of gj tube and correct route for jt feed hooked up. Per x-ray, jt had "ruptured" allowing formula to enter [patient's] gastric stomach. The tube was placed "about a month ago." There was no reported injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record and UDI number are in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. All information reasonably known as of 21-may-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The device history record for the reported lot number, 30314665, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The subject sample provided was evaluated, feeding was simulated using syringe, extension sets (bolus and right angle) and colored liquid (water mix blue dye) through the jejunal feed port. There was observance of liquid droplets exiting the gastric skives area. Feeding was simulated and colored liquid (water mix blue dye) also through the gastric feed port. There was observance of water exiting out of gastric and jejunal skives area. There was lots of yellowish build-up stuck inside the jejunal and gastric lumen(s) before the decontamination. However, there were no found activities or tools that could cause this type of flaw in the tube component; the cause for the tear in the tube aas indeterminate at this time. According to the IFU (instructions for use) stated related to the flushing the following: do not use excessive force to flush the tube. Excessive force can perforate the tube and can cause injury to the gastrointestinal tract. Root cause could not be determined. All information reasonably known as of 02-jul-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.